Event description:
Device 4 of 6. Reference MFR report: 1627487-2013-19700, reference MFR report: 1627487-2013-19701, reference MFR report: 1627487-2013-19702, reference MFR report: 1627487-2013-19704; reference MFR report: 1627487-2013-19705. Note: reference MFR reports numbered 1627487-2013-04847 through 1627487-2013-04852 for previous revision. It was undetermined how many leads the pt had implanted; all possible lots will be reported. It was reported the pt experienced a shocking sensation and bruising in her back near the leads and in the previous ipg pocket site. The pt will see the physician as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.